Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used to transect the stomach. Initial firing across stomach yielded a partially disrupted staple line. The distal tip of the staple line was malformed. This instrument had been fired once across the bowel before this transection firing. Instrument was replaced with another long45a instrument. Prior to the fourth firing across the stomach, the instrument would not open. This instrument was replaced and the case completed with no complications. O.r. Time was extended by less than one hour, only 15-20 minutes of this was device related.